Event description:
The wheel came off and the end user fell. The end user was reported to be in the hospital for two days but the extent of injuries is not known and it is not known if the hospitalization was the result of the fall.

Manufacturer narrative:
It was reported that the end user was ambulating outside with the rollator. The wheel came off and he fell. The extent of any injuries is not known. He was reported to be in the hospital for two days but it is not known if the hospitalization was the result of the fall. The distributor made multiple attempts to gather additional details from the end user but calls were not returned. The sample was returned and evaluated. The threaded bolt of the right front fork caster was found to be stripped and it was also bent. The brakes were properly adjusted. The details of the incident are not known but in an abundance of caution, this medwatch is being filed.